Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted global technical services (gts) regarding a check patient line on the homechoice (hc) unit during initial drain. The technical service representative (tsr) assisted the cg with troubleshooting. The cg stated that there was an inch long air bubble in the patient line. The tsr advised the hp to start over with new supplies. The tsr then assisted the cg with ending therapy early. The cg confirmed therapy ended and to start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the caregiver who stated the home patient was able to resume with therapy by starting with new supplies. No defects were noted at the time and there were no samples or lot number to provide. An engineering quality review was completed for this report of a check patient line alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.